Event description:
It was reported that at a follow up appointment, loss of capture and high, out of range pacing impedance (>3000 ohms) was noted from the left ventricular (lv) lead. Because the patient is not pacemaker dependent, the physician elected to reprogram the device to right ventricular (rv) only pacing. The lv lead remains implanted and in service. The patient was stable with no adverse consequences.